Event description:
Drive (B)(4) was notified of an incident involving a rollator by an end user who stated that she was sitting on the rollator and being pushed through a threshold when the "[right] front wheel buckled and threw her out of the chair" and she reportedly broke her right ankle. The end user was taken to the hospital to treat her broken ankle. Drive requested the unit be returned for investigation and will file an update if additional information becomes available.